Event description:
It was reported via clinical trial patient trx_2012_01: subject ID: (B)(6) experience, increased reflux symptoms including heartburn and regurgitation since last annual visit. Started (B)(6) 2021, ongoing at time of report. The subject had linx implanted on (B)(6)2014. Medication: checked please specify: ppi prn. Relationship to the device/procedure: yes/probably/possibly.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information provided: a trx_2012_01 subject has experienced an ae. Subject ID: (B)(6). Onset date: (B)(6) 2021. Date of ae awareness: (B)(6) 2022. Event description: subject has experienced increased reflux symptoms including heartburn and regurgitation since last annual visit. Event characterization (from listing): regurgitation blank ae status/outcome: ongoing at time of report severity: moderate relationship to the device/procedure: yes/probably/possibly. Risks of linx device implantation procedure and/or device: regurgitation. Medication: checked please specify: ppi prn. Implant date: (B)(6) 2014. Device size: 15. Linx device model: clasp. Lot number: 4882. Serial number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/21/2022 investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number 4882, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.